Event description:
'Customer stated "'sparked' and produced a strong electrical burning smell. Customer unscrewed the back cover and discovered a black scorched area on the inside of the cover and on the circuit board." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that all components of the product had been working, except for the switch, which was failing to turn on and function properly. Customer investigated the product themselves and bce cannot determine the effect of the user's investigation on the product and can make no further conclusions.